Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) hours post procedure the patient went into cardiac arrest. It was discovered that the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and removed 500cc of blood from the patient. The patient was then transferred to the ICU where another 200cc of blood was removed. The effusion resolved following this treatment. No other interventions or treatments were performed, and the patient is doing well following these events.